Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the us FDA as the event of raised lines on the neck / nodules on the neck / visible filler lines (product distribution issue) was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) health care professional and concerns a (B)(6) female patient. She was injected with a total of 6 ml of radiesse into the lower neck (off label use of device), for treating skin laxity, on (B)(6) 2019. Radiesse was hyperdiluted (1:4 ratio) and injected subdermally, using a 25 gauge cannula. The reporter informed that there was considerable resistance to the cannula during the injection, perhaps due to previous treatments. The patient was treated with radiesse and received ulthera treatments in the past and had a history of tixel and profhilo treatments. In early 2018, she underwent an ulthera treatment (570 lines), to the submental and lower neck, and tolerated the treatment well. On (B)(6) 2018, she was injected with a total of 4.5 ml of hyperdiluted radiesse (1 syringe diluted 1:2), using a needle, into the lower neck. Subsequently, she developed bumps that lasted for around 4-5 months but noticed an improvement in her neck laxity, texture and quality. On (B)(6) 2019, the patient underwent an ulthera treatment (300 lines), to the abdomen, and tolerated the treatment well. On the same day, she was injected with a total of 9 ml of hyperdiluted radiesse (2 syringes, diluted 1:2), using a needle, into the abdomen, and experienced that a few small lines were visible on the lower abdomen. The patient was injected with saline upon a later visit and tolerated the treatment well. On (B)(6) 2019, she had another ulthera treatment, with 320 lines to the submental and lower neck, and 300 lines to the medial upper arms, and tolerated the treatments well. The reporter believed that previous issues with radiesse was due to the too low of a dilution and the use of a needle which allowed for too superficial placement. To insure no further issues, a test spot was performed on the patients lateral neck on (B)(6) 2019, by subdermal injection of radiesse (diluted 1:4) using a 25 gauge cannula. On (B)(6) 2019, the test spot looked good and no issues were noted. It was also reported that patient had no issue with the radiesse treatments on the body. The patient was healthy, with no known allergies. In (B)(6) 2019, within a week after the radiesse treatment, the patient developed visible filler lines, further reported as nodules. On (B)(6) 2019, at the follow up visit, she presented with raised lines on the neck where the filler was placed. The patient was injected with 0.6 ml of saline into the radiesse nodules on the neck, followed by an intense massage. On (B)(6) 2019, she was further treated with hyperdiluted radiesse (diluted 1:2), into the medial upper arms (4.5 ml per area). The treatment was well tolerated. On (B)(6) 2019, the patient showed slight improvement in the neck area. She was further injected with 1.6 ml of saline and the area was massaged. On (B)(6) 2019 there was a slight improvement. Ulthera was used to visualize the filler, but no radiesse was seen on the ultrasound. As reported, 10 lines at 1.5 mm were used on the area treated with radiesse, and no immediate difference was seen. After this treatment, 1.5 ml of saline was reinjected. The left neck was injected using a 29 gauge needle, with manual manipulation, to break up the product, and the right neck was injected using a 25 gauge cannula. On (B)(6) 2019, there was slight improvement, and additional 1.5 ml of saline was reinjected. On (B)(6) 2019, the radiesse lines persisted and became erythematous, hard and pronounced. The patient went to second physician, who prescribed oral prednisone and topical triamcinolone. The topical triamcinolone did not seem to help but the oral prednisone decreased the swelling. Reportedly, the second physician and the reporter injected 0.2 ml of sodium thiosulfate, intradermally, using a 31 gauge needle, to the area treated with radiesse, followed by a massage. On (B)(6) 2019, there was slight improvement, with slight ecchymosis. On (B)(6) 2019, the lines were still present, and no large difference was seen after sodium thiosulfate injections. On the same day, the patient was treated with additional 0.3 ml of sodium thiosulfate, intradermally, using a 31 gauge needle, followed by a vigorous massage. On (B)(6) 2019, a minor improvement was noted, however the patient was not injected, as she had a small excoriation on left neck. She was instructed to apply vaseline twice daily. On (B)(6) 2020, two and a half months after the injection of radiesse, there was no improvement, the lines looked worse, more erythematous and pronounced, and the second physician tried the tixel treatment. At the time of this report the patient was still under treatment. The outcome of the event was reported as not resolved. Follow-up information was received on 21-jan-2020: this case was upgraded to serious. The reporter confirmed that the 10 lines of ulthera were used as corrective treatment. At the time of this report the patient was still under treatment, and not yet recovered. According to the reporter, treatment was necessary to prevent permanent visibility of the product and the events were not life threatening. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on (B)(6) 2020: the physician informed that the lines were subsiding and was expecting a full recovery. Due to the provided information the outcome of the event was considered as resolving, and changed from not resolved.

Manufacturer narrative:
The lot number was received, which confirmed the product to be radiesse+ rather than radiesse as originally reported. The device history record for lot 100121401 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
Follow-up information was received on 23-aug-2020: the event product preparation issue was added. Batch number was reported as 100121401. A lot search in the global safety database was conducted. The reporter informed that the issue with the patient was completely resolved and that the patient was last seen a week and a half prior to this report. The outcome of the event remained unchanged.

Event description:
Follow-up information was received on 10-aug-2020: the reporter informed that the patient fully recovered. Due to the provided information, the outcome of the event was considered as, and changed from resolving to resolved, in 2020.

Manufacturer narrative:
The device history record for lot 100121401 was conducted and no non-conformances were noted. A lot search was performed and no similar events were noted.